Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button does not make same effect or sound now like other buttons so they does not know if the buttons pressed like the other buttons. The customer's blood glucose level was unknown at the time of the incident. The insulin pump had unexplained or random no delivery alarms, failed battery test, and rejected battery. The insulin pump also had scratch on the screen. The customer declined troubleshooting. The device will not be returned for analysis.